Event description:
(B)(4). I had essure implanted on (B)(6) 2014 free of charge by my insurance. I began having debilitating cramps and lower back pain immediately after. I followed up with my implanting dr who insisted it would go away and just to wait it out until my 3 month follow up to check placement and blockage of tubes. Follow up confirmed placement and blockage but cramps and back pain was still there so I returned to my dr and he still insisted it was normal and would go away. Shortly after multiple symptoms came about including, heavy bleeding, bleeding between periods, more intense cramps and back pain, painful intercourse along with bleeding during and after intercourse, stabbing pains in lower abdomen, sleeplessness, breakouts, in ability to wear jewelry unless it was titanium,sterling silver or white gold which resulted in several piercings I had had for we'll over two years to become infected until I switched the jewelry out, worsening depression, mood swings, loss of libido and sensitive skin, all of which I reported to my implanting dr and was just shuddered off as being either after narcotics or a hypochondriac which lead me to the ER and I was only told then I just had a uti and given antibiotics. I found a dr to listen and only presented 3 symptoms to him and he order a transvaginal ultrasound which showed immediately that my coils had became embedded into my uterus along with a golf ball size cyst on my ovary and pockets of blood that have formed inside my uterus causing the unpredictable bleeding in between cycles. I am scheduled for removal on (B)(6) 2017.